Event description:
Lead explanted due to high impedances and high threshold. Patient underwent lead explant with plan to replace failed lead. However his vein was occluded which prevented the replacement of this lead. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14 cm distal to the is4 connector pin. The proximal and the distal fragment were received for analysis. A medial fragment (approximately 11 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 45 cm proximal to the lead tip that the wires of the conductor coil were found fractured, which is assumed to be the root cause of the reported high impedance and high threshold. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, damages in the insulation were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.